Manufacturer narrative:
Manufacturing date: 09/15/2016 - 09/20/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on the connector from the filter in a extension set. The reporter stated that the leak occurred just below "number 3" where the tubing inserts into the filter outlet. There was no patient injury or medical intervention associated with this event. No additional information is available.